Event description:
A customer contacted stryker to report that their device displayed 'abnormal energy delivery' message during use. As a result, defibrillation therapy may not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported event. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displayed 'abnormal energy delivery' message during use. As a result, defibrillation therapy may not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
After replacing the hard paddles, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.